Event description:
The hcp reported that the patient was hospitalized. The patient¿s pump had been programmed at a minimum rate since (B)(6) due to a systemic infection and the previous pain hcp did not want to fill the pump. Per the hcp, the patient had ¿complicated medical problems¿ non-pump related as the therapy had not been used for months. The future plan was to refill the pump and use for therapy again. The hcp planned to periodically check the pump being that the patient was hospitalized. Interventions and patient outcomes were not reported. The pump was used to deliver morphine. Further follow-up was being conducted to obtain the information. If additional information is obtained, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).